Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed occlusion at the site in 3 or more hours after insertion which results into alarm. Duratin of infusion set used was not more than 72 hours. The insertion site was at abdomen. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin therapy. No further information available.